Event description:
Caller reported a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer decided to skip troubleshooting steps because their pump was already being replaced due to a malfunction, rendering further investigation unnecessary. Cts to replace pump. Customer will continue to use current pump.